Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump alarmed motor error. The motor error occurred during rewind. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device.

Manufacturer narrative:
Pump alarmed motor error prior to rewind preventing rewind to be initiated. Unable to perform the displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor test failed at motor encoder signal out of phase. Pump history download using thds was successful. However, there is no data available on (B)(6) 2022 , unable to perform data analysis for no motor error alarm complaint. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. In conclusion, unit received with motor error alarm was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.